Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was very high. The meter would not register her blood glucose level. She took a shot and the meter still would not register her blood glucose. The customer woke up with a blood glucose level of 409 mg/dl and it went up to 550 mg/dl. The customer was very thirsty and had a lot of diarrhea. In the alarm history check setting alarms were found. The device was not returned.